Manufacturer narrative:
Additional information received from the initial reporter on (B)(6) 2016 and includes: revision of patella was completed successfully on (B)(6) 2016. Upon inspection of the resurfaced patella in-situ, it was found to be unstable and was easily removed from the cement mantle. The natural patella was re-cut and resurfaced with a new size 3 patella. Additional information received from the initial reporter on (B)(6) 2016 and includes: reason for the revision was anterior knee pain reported by the patient and mobilisation of the patella. Batch review performed on (B)(6) 2016. Lot 121110: (B)(4) items manufactured and released on 08 june 2012. Expiration date: 2017-04-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. On 25 july 2016 the medical affairs director made the following analysis, upon checking the x-ray: resurfaced patella became loose after 3,5 years since revision tka. According to report, the component was loose and came easily off the cement mantle. This is a possible complication after patellar resurfacing. There is no sufficient information available to arrange a satisfactory explanation for the cause of this event. Not yet received.

Event description:
Revision surgery scheduled. The surgeon plans to revise the resurfaced patella component only.

Manufacturer narrative:
On (B)(6) 2016 the r&d project manager performed a visual inspection of the retrieved implant and commented as follows: the explanted patella was found irregularly worn out after 3,5 years from primary surgery on the lateral side of the articulating surface. No residual cement was noticed inside the pocket for cementation. This is something usual on the explanted components. From visual inspection there is no sufficient information to suppose any possible root causes for the event.